Manufacturer narrative:
Currently, it is unknown whether or not he device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was connected to the insulin pump during the manual prime and may have inadvertently delivered eight units of insulin into her body. The customer's blood glucose reading was 181 mg/dl at the time of the report. Paramedics were called to treat the customer, in case her blood glucose levels dropped. When the paramedics arrived on the scene, the customer declined to be taken to the hospital. Nothing further was reported.